Event description:
It was reported that when ventilating the pt with a facial mask and the device, the pt desaturated. The anesthetist immediately checked the device on a ventilator at a 60l/min peak flow and found a delta p of 22 mmhg with the device and 12 mmhg without the device. Later on the user did not noticed anything abnormal during a visual examination. They tested the device again on a ventilator at a 60l/min peak flow and found 1.5 cm h20 without the device and 3 cm h20 with the device. They did not succeed in reproducing what happened during the induction. No pt sequelae were reported.